Manufacturer narrative:
(B)(4). The device will not be returned to the manufacturer. Therefore it will not be analyzed. A sample of the same lot number have been analyzed. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a delay in time of polymerization/hardening of bone cement occured. The customer precised that the cement was kept at 23c over night before use. The cement did not hardened before 15 min.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device will not be returned to the manufacturer. Therefore it will not be analyzed. A sample of the same lot number have been analyzed. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a delay in time of polymerization/hardening of bone cement occured. The customer precised that the cement was kept at 23c over night before use. The cement did not hardened before 15 min.